Event description:
Info received alleged that the left foot siderail was not raising. No injury alleged.

Manufacturer narrative:
Tech found the bed in storage area. Left foot siderail was not raising due to bent arms. Replaced the siderail arms to resolve this issue.